Event description:
It was reported that a small volume intermate had white floating particles. The device was filled with an unspecified amount of vancomycin. It was unspecified what process step this was found at. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 29, 2013 to october 30, 2013. The device was inspected at the baxter dublin compounding center. A visual inspection revealed white floating particles in the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.